Manufacturer narrative:
The reported events of oversensing noise and lead damage were not confirmed. As received, only the distal portion of the lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Destructive analysis of the lead did not find any anomalies. Unable to perform impedance test due to the condition of the lead as received.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator system exhibited noise oversensing causing pacing inhibition. Atrial lead damage, right ventricular lead damage, and lead to lead contact between the right ventricular lead and atrial lead were suspected. The right ventricular lead was explanted and replaced on (B)(6) 2024. There were no patient cosequences.